Manufacturer narrative:
The field service engineer found a tube of the rinse unit was spluttering and found the nozzle to be blocked with some small plastic residue. He removed the residue and ran precision testing which was acceptable. The investigation found the issue was resolved by the service actions but was unable to identify the origin of the plastic residue. This event occurred in (B)(6).

Event description:
The initial reporter received questionable albumin results for two patient samples from the cobas 8000 c702 module. Sample 1 initial result was 51.9 g/dl and the repeat results were 28.1 and 28.3 g/dl. On (B)(6) 2020, sample 2 initial result was 76.8 g/dl and the repeat result was 40.9 g/dl. The questionable results were not reported outside of the laboratory. The reagent lot number and expiration date were requested but were not provided.